Event description:
In (B)(6), when searching by container ID (cid), wrong pt demographic data may be retrieve if the accession number associated to the cid is no longer active. In order for this to occur: smart (specimen management routing) or smart select must be enabled. The accession number associated to the searched cid is currently inactive. The accession number has recycled and is associated with a new cid. The same order code is present in multiple instances of the accession number. The user has the ability to view inactive accession numbers. This is based on site parameter "security level to access inactive accession numbers" lbi ((B)(4)). The correct pt and accession information is displayed when the accession number is active or when searching by another means such as accession number.

Manufacturer narrative:
The 47 sites have been notified via a product safety notice (psn) and a correction is available for sunquest laboratory versions 6.4.3. There are 0 sites that have already been corrected. The recommended work around is to use an alternative lookup method in gui inquiry such as by accession or billing account. Type of evaluation performed. Method: computer software program code evaluated.